Event description:
During a thyroidectomy the pt's nerve was stimulated but there was no audible sound on the monitor. It was determined that the laryngeal lead was repositioned prior to the procedure and this may have caused the equipment to malfunction. The initial procedure was terminated after the hemithyroidectomy to ensure that there was no injury to the pt's vocal cords. The pt was returned to the operating room the next day to complete the thyroidectomy.